Manufacturer narrative:
The reported event could be confirmed as the patient's orthopantomograms and clinical photos were provided. Stryker's clinical consultant reviewed this case and all imaging available and presumed that the surgeon intentionally cut the mandibular component because of the dislocation and a sagged condyle or because they needed to reestablish occlusion. The patient developed dehiscence, likely due to the sharp end of the cut appliance. Additionally, stryker's clinical consultant noticed from reviewing the imaging localized osteomyelitis, which might have affected the stability of the device. It is unclear if the suture hole was placed between the condylar prosthesis and the fossa, which would prevent the condyle from sagging. Stryker's clinical consultant recommends removing the device, treating the assumed infection if present, and placing a new device. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. H3 other text: it is still implanted.

Event description:
It was reported that a patient complained of pain on the left side. Images were taken that showed a dislocation of the left mandibular component had occurred which caused dehiscence.

Manufacturer narrative:
The mandibular component was cut by the surgeon intentionally during the surgery (off label use), which is not recommended by manufacturer. It is still implanted.

Event description:
It was reported that a patient complained of pain on the left side. Images were taken that showed a dislocation of the left mandibular component had occurred which caused dehiscence.